Manufacturer narrative:
Manufacturer information is not available as catalog number, device lot, and brand name are unavailable. Report source: (B)(6). Related to MFR numbers: 3012307300-2019-00682 and 3012307300-2019-00683.

Event description:
Information was received that water had been noticed in the pilot balloon of a patient's smiths medical tracheostomy tube. The end user also stated there were a few cases that had the same issue, though water was not found during the device's pre-use check. No clinical consequences to the patient were reported.

Manufacturer narrative:
Device evaluation: one picture was received for evaluation. Observed water inside of the product inflation line; no testing or inspection could be performed because no samples retuned for evaluation. Customer reported condition cannot be confirmed. The most probable root cause is that water entered inside the product after the product left the shm facility due to no water is used during the manufacturing process.